Event description:
Laser fiber was plugged into the laser machine. When start was pressed, a small flame traveled down the fiber to the machine where it went out and the fiber split in half. No pt harm, the fiber and machine were not near the pt.